Manufacturer narrative:
No device deficiency reported. Phrenic nerve damage is a known potential adverse event documented in product labeling. This patient is enrolled in the (B)(6) study ((B)(6)).

Event description:
Pvi procedure was performed (B)(6) 2019. During ablation of the rspv, transient loss of diaphragmatic stimulation was noted, but by the end of the case, phrenic nerve appeared to be intact based on sniff test. Sometime after the procedure the patient called the physician's office with complaints of shortness of breath, difficulty swallowing, and fleeting chest pain, and was advised to go to ed. In ed, chest x-ray revealed elevated right hemidiaphragm. Ed ruled out acute process and patient was discharged to home. Echo procedure was performed on (B)(6) 2019 and results were grossly within normal limits. Sniff test was performed on (B)(6) 2019 and revealed clear diaphragmatic paralysis.